Manufacturer narrative:
Lifescan is not required to report this complaint because lifescan neither markets nor plans to market the onetouch select plus glucose meter system in the united states and the device and associated test strips are considered different from products that are reportable per 21 cfr 803.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch select plus meter read inaccurately low in comparison to her feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the issue began on (B)(6) 2016, in the morning and that she obtained a result of "2.2mmol/l" which she felt was inaccurately low. Meter to feelings comparisons do not meet lfs criteria of a valid comparison for accuracy. The patient manages her diabetes by self-adjusting her insulin doses and it is unknown if she made any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that an unknown time after the alleged issue occurred she developed symptoms of "dizzy and fainted" and that on (B)(6) 2016 the emergency medical services (ems) were called, who treated her with insulin. A blood glucose test was performed on the ems meter on (B)(6) 2016, which gave a result of "3.2mmol/l." During troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips had not expired or been stored incorrectly. Product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs' criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.